Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient states that the procedure was done for a ventral hernia repair. When the mesh was removed, the surgeon stated that the strap was intact and did not dissolve. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-01370. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a hernia repair procedure in (B)(6) 2012 and straps were used. The patient reports having pain and burning. A patient underwent a reoperation on (B)(6) 2012. The surgeon reported that the straps did not dissolve and that one of the straps had become infected. The straps were removed. The patient states that he developed another hernia in the same location and had a third surgery on (B)(6)2013. Currently, the patient reports that he does not have any problems.